Event description:
It was reported within five months post implant that the right ventricular (rv) lead had low r-wave amplitudes. The r-wave trend showed initial amplitude near 5 millivolts with intermittently down to 1.5 millivolts. The patient follow up was increased to monitor the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.